Event description:
The manufacturer became aware of a literature published by the ¿hôpital trousseau, service de chirurgie orthopédique et réparatrice de l¿enfant, université pierre et marie curie paris 6, france¿. The title of this report is, ¿distally based sural flap for ankle and foot coverage in children¿, published on december 22, 2015, which is associated with the stryker ¿hoffmann ii external fixation system¿. The article can be found at http://dx.doi.org/10.1016/j.otsr.2015.10.010. This report includes an analysis of the clinical data that was collected on 20 patients, and the cases in this study range from 1997 to 2013. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 3 patients experienced neuropathic pain. The report states, ¿neuropathic pain requiring treatment developed in 3 patients, including 1 who underwent excision of a neuroma at the site of sural nerve division¿.

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of neuropathic pain, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.